Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse ran master tool manipulator (mtm) sine cycle to verify, passes without issues. Test drove the system; nothing feels off in following mode. The system is operating normally. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the left master tool manipulator (mtm) was floating away and had to be clutched. The procedure was completed as planned with no reported injury.